Manufacturer narrative:
The reported complaint is non-verifiable as the device returned was identified as a non-microvention product. Without the return of the reported device, the investigation could not assess the alleged product issue. Therefore, this complaint is considered non-verifiable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.  The instructions for use (IFU) identifies premature and difficult or delayed detachment as potential complications associated with use of the device.

Event description:
It was reported that during implantation of an embolization coil implant, the implant unexpectedly detached. The micro guide wire was not able to go through the microcatheter, and then an intermediate catheter was used to reach the distal end of the carotid artery. The guide wire with the microcatheter reached the tumor cavity, selected the coil but it cannot be pushed into the microcatheter. Retracted for flushing, and then filled again, still unable to push, replaced with new coil but found to be detached unexpectedly in the microcatheter during the process. The coil was replaced with a new coil to complete the procedure. There was no patient health damage.